Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient was implanted around 2012-(B)(6) for essential tremor. Issue started to occur around 2012-(B)(6). The patient felt a jolting sensation that started at the back of his head, goes to top of his head, and then down to his fingers. Lead placement was in left brain and jolting feeling was on right side of body. The jolting happened even when device was off and programmed to 0 volts. It occurred while turning off and turning on. Current impedance measurements were: c0 1297, c1 1052, c2 992, c3 1162 01 1641, 02 >2000 10ua, 03 >2000 10ua, 12 1400, 13 1940, 23 915. The patient was programmed to 2v, 60us, 135hz, c+, 0-. The patient did have tremor control at these settings. Palpating did not cause stimulation changes. Additional information received noted that regarding diagnostics performed: impedances were ran. All but 2 were within normal limits. Current drain was normal. Reprogramming was done to utilize the electrode that provided good tremor relief with the lowest voltage possible. They turned off the device, had the amplitude set at zero and the patient still complained of shocking sensations. The healthcare professional planned to discuss the case with the implanting surgeon. Regarding patient outcome it was noted that the patient had always had good relief of his tremor.

Manufacturer narrative:
(B)(4).